Event description:
It was alleged that a patient fell out of bed and the bed alarm did not alert. It was reported that the patient sustained a pelvic fracture that was treated with surgery.

Manufacturer narrative:
A visual and functional inspection was performed by a field service representative. It was found that the alleged issue of the bed alarm not alerting could not be recreated or duplicated. No parts were replaced, and the unit was returned to service